Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed evidence of cs-052-0000 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture or damage found. The complaint was confirmed in the pump history but not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.